Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024, around 1-2:00pm, the patient reported missing an alert from his cgm device notifying him of his hypoglycemic state. The patient was feeling weak and had ¿zero energy to make treatment decisions¿, however, the patient was able to call 911. Emergency medical services arrived and tested the patient¿s bg meter reading, but the specific value could not be recalled by the patient. The patient received treatment for hypoglycemia and high blood pressure, including IV saline, zofran, fentanyl, and dextrose. The patient was transported to the emergency room. At the ER, the patient was provided with the following treatments, IV sodium chloride, compazine injection, benadryl, and insulin (humalin). The patient also had a CT (computed tomography) scan done of the abdomen and some unspecified blood work. The patient was discharged home around 12am (less than 24 hours). The patient had recovered by the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.